Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs system stimulation did not help relieve the pain on his ankle. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had his scs system removed.